Event description:
The customer called into philips to report that the device was not showing the ECG results. There was only a straight line on the screen. There was no reported patient involvement / adverse patient impact.